Event description:
Customer reported experiencing leakage at the cassette during usage. The pt had 400mg of cipro solution hung at 1545 hours, on 9/3 or prior. They did not notice leakage at that time, but can not state exactly when the leakage occurred. No pt injury was reported. No further info is available.